Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and the char issue occurred. There was char noticed on the tip of the catheter when the catheter was removed from the patient at the end of the procedure. The procedure was completed without patient consequence. Upon request, additional information was provided on the event. No errors were noted on the systems during the procedure. The flow was at 30cc/min as per the thermocool recommendations. The facility uses heparin irrigation as well as heparin injections to keep the act > 300. Per the reported presence of the char and the size of the char not provided, this issue is indicative of a reportable event.